Event description:
The vns pt had surgery where the generator was replaced due to reported end of service. The explanted generator was returned to manufacturer for analysis where the battery was partially depleted, and the elective replacement indicator (eri) flag was set to 'yes'. During laboratory analysis, the post burn-in electrical test identified a problem with the set voltage of microprocessor regulator circuit. Bench analysis determined that the problem caused by the microprocessor voltage regulator integrated circuit component (a1). After a1 was replaced with a known good bench component, the device met the specification requirements of the post burn-in electrical test. Results of the final electrical test demonstrate that the final generator passed communication, diagnostic and output evaluations. It can, therefore, be concluded that the observed a1 issue in the module level test had no adverse impact on the a1 component or the overall device functionality. The a1 component was not a contributing factor to the eri 'yes' condition, and analysis determined that the eri 'yes' condition was an expected event.